Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer had not tested blood glucose level at the time of the reported event. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared. It was indicated that the customer would continue to use the pump until the replacement arrives.